Event description:
The pt was a trial/screening pt; the trial was bilateral with the leads placed subcutaneously. At the end of the trial, the first lead was removed without incident. When trying to remove the second lead, the lead became stuck under the skin as the physician pulled lead; the outer insulation of the lead pealed away from the lead body. The lead had to be removed under fluoroscopy; none of the insulation was retained in the pt. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
The leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.